Event description:
Rn entered pt room, checked pca and discovered pca was reading bolus, immediately stopped pca. Asked pt if pt touched anything. Pt stated yes, pressed some numbers and enter. Pca history read boluses given at 2317, 2327, 2351, 0003, 0058, and 0109. Physician and poison conrol notified. Pt transferred to intensive care unit per physician.